Event description:
Customer reported the sys was displaying a filament regulator error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the filament regulator. Sys operates as intended.